Event description:
It was reported that when the release paper #1 was removed, the film dressing adhered to the release paper #1 and peeled off from the transparent carrier, so the dressing could not be used for treatment. A backup was available. No information about delay. The samples will not be returned and further information is not available.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root causes are storage temperature, material issue or a product failure. The complaint history file contains further instances of the reported events. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range